Event description:
The facility's nurse reported to baxter (B)(4) that a "v-34 plastik klempli (mx)" had leaked from the flash ball during injection. The nurse injected the drug into the flash ball as the drug radiopaque dissolved the plastic material of the 3-way valve and needed to be infused quickly. The radiopaque solution was fdg ve teknesium.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Device evaluation: a sample was available for evaluation. A visual inspection was performed, and a functional flow test was performed revealing leakage on the flash tubes of both injection sites. The reported condition was confirmed. The root cause was not identified.